Event description:
The pt has 2 leads (1 supraorbital and 1 occipital) implanted as part of his scs system. It was reported the pt's supraorbital lead has eroded through the skin. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.